Event description:
Bayer case number: (B)(4) lower back pain in the sacrum area [lumbo-sacral pain] , abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage] , burnout [burnout syndrome] , fatigue [fatigue] , hashimoto's hypothyroidism [hashimoto's thyroiditis] , graves' hyperthyroidism [graves' disease] , gougerot sjogren's generalized dryness syndrome [gougerot-carteaud syndrome] , abdominal pain in her lower abdomen [abdominal pain lower] , accaompanied by generalized muscle and joint pain [arthromyalgia] , sudden, acute pain led her to undergo emergency surgery for suspected appendicitis [appendicitis] , fluid was visible in douglas cul-de-sac [douglas' pouch effusion] , dizziness [dizziness] , headaches [headache] , blurred vision [blurred vision] , physical exhaution [exhaustion] , mental exhaustion [mental exhaustion] , allergy to metals (nickel) was detected [nickel allergy] , entire mouth (gums, tongue) was burning [burning mouth] , depressive episodes [recurrent depressive disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain in the sacrum area"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant") and burnout syndrome ("burnout") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1650 days after essure insertion, she experienced appendicitis ("sudden, acute pain led her to undergo emergency surgery for suspected appendicitis"). In 2017 she experienced confluent and reticulate papillomatosis ("gougerot sjogren's generalized dryness syndrome"), dizziness ("dizziness"), headache ("headaches"), vision blurred ("blurred vision"), exhaustion ("physical exhaution") and mental fatigue ("mental exhaustion"). Essure was removed on (B)(6) 2021. On unknown date she experienced back pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), fatigue ("fatigue"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), graves' disease ("graves' hyperthyroidism"), abdominal pain lower ("abdominal pain in her lower abdomen"), arthralgia ("accaompanied by generalized muscle and joint pain"), pelvic fluid collection ("fluid was visible in douglas cul-de-sac"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes"). The patient was hospitalised for 10 days (dates unknown). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, confluent and reticulate papillomatosis, depression, device breakage, dizziness, exhaustion, fatigue, graves' disease, headache, mental fatigue, oral discomfort, pelvic fluid collection and vision blurred to be related to essure administration. The reporter commented: in (B)(6) 2022, thyroidectomy was performed. Few time later, she also experienced stroke without evident etiology. She tried non-medical alternatives such as osteopathy, acupuncture, dietary supplements, and psychological follow-up. She reported that her health condition had repercussions on her professional (job loss), social, sporting and family (divorce) life. She also experienced several depressive episodes. Expertise commission was planned on (B)(6) 2025. The patient also reported to regional health agency. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): fluid was visible in douglas cul-de-sac [x-ray] (dates unknown): revealed 3 mm fragments remaining in the lower right quadrant and essure was absent. The most recent follow-up information incorporated above includes data received on: 25-sep-2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) lower back pain in the sacrum area [lumbo-sacral pain] , abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage] , burnout [burnout syndrome] , fatigue [fatigue] , hashimoto's hypothyroidism [hashimoto's thyroiditis] , graves' hyperthyroidism [graves' disease] , gougerot sjogren's generalized dryness syndrome [gougerot-carteaud syndrome] , abdominal pain in her lower abdomen [abdominal pain lower] , accaompanied by generalized muscle and joint pain [arthromyalgia], sudden, acute pain led her to undergo emergency surgery for suspected appendicitis [appendicitis] , fluid was visible in douglas cul-de-sac [douglas' pouch effusion] , dizziness [dizziness] , headaches [headache] , blurred vision [blurred vision] , physical exhaution [exhaustion] , mental exhaustion [mental exhaustion] , allergy to metals (nickel) was detected [nickel allergy], entire mouth (gums, tongue) was burning [burning mouth] , depressive episodes [recurrent depressive disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain in the sacrum area"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant") and burnout syndrome ("burnout") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1650 days after essure insertion, she experienced appendicitis ("sudden, acute pain led her to undergo emergency surgery for suspected appendicitis"). In 2017 she experienced confluent and reticulate papillomatosis ("gougerot sjogren's generalized dryness syndrome"), dizziness ("dizziness"), headache ("headaches"), vision blurred ("blurred vision"), exhaustion ("physical exhaution") and mental fatigue ("mental exhaustion"). Essure was removed on (B)(6) 2021. On unknown date she experienced back pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), fatigue ("fatigue"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), graves' disease ("graves' hyperthyroidism"), abdominal pain lower ("abdominal pain in her lower abdomen"), arthralgia ("accaompanied by generalized muscle and joint pain"), pelvic fluid collection ("fluid was visible in douglas cul-de-sac"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes"). The patient was hospitalised for 10 days (dates unknown). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, confluent and reticulate papillomatosis, depression, device breakage, dizziness, exhaustion, fatigue, graves' disease, headache, mental fatigue, oral discomfort, pelvic fluid collection and vision blurred to be related to essure administration. The reporter commented: in (B)(6) 2022, thyroidectomy was performed. Few time later, she also experienced stroke without evident etiology. She tried non-medical alternatives such as osteopathy, acupuncture, dietary supplements, and psychological follow-up. She reported that her health condition had repercussions on her professional (job loss), social, sporting and family (divorce) life. She also experienced several depressive episodes. Expertise commission was planned on (B)(6) 2025. The patient also reported to regional health agency. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): fluid was visible in douglas cul-de-sac [x-ray] (dates unknown): revealed 3 mm fragments remaining in the lower right quadrant and essure was absent quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) lower back pain in the sacrum area [lumbo-sacral pain], abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage] , burnout [burnout syndrome] , fatigue [fatigue] , hashimoto's hypothyroidism [hashimoto's thyroiditis] , graves' hyperthyroidism [graves' disease] , gougerot sjogren's generalized dryness syndrome [gougerot-carteaud syndrome] , abdominal pain in her lower abdomen [abdominal pain lower] , accaompanied by generalized muscle and joint pain [arthromyalgia] , sudden, acute pain led her to undergo emergency surgery for suspected appendicitis [appendicitis] , fluid was visible in douglas cul-de-sac [douglas' pouch effusion] , dizziness [dizziness] , headaches [headache] , blurred vision [blurred vision] , physical exhaution [exhaustion] , mental exhaustion [mental exhaustion] , allergy to metals (nickel) was detected [nickel allergy] , entire mouth (gums, tongue) was burning [burning mouth] depressive episodes [recurrent depressive disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain in the sacrum area"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant") and burnout syndrome ("burnout") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (9 and 7 years old, in 2011).). Concurrent conditions were listed as balance disorder, ataxia, ischemic stroke, memory disturbance, difficulty breathing, gougerot-mulock-houwer syndrome, depressive syndrome, burning tongue, headache, tinnitus, concentration impairment, urinary incontinence, fecal incontinence, dyspareunia, bloating, constipation chronic, balance disorder, anxiety, tremor, tinnitus, sleep disturbance, weight loss, palpitations, abdominal pain, post procedural pain, paratubal cyst, menstruation frequent, drowsiness, vertigo and vaginal yeast infection. Concomitant products included levothyrox (levothyroxine sodium) for hypothyroidism, paracetamol, mopral (omeprazole), seroplex (escitalopram oxalate), levothyrox (levothyroxine sodium), cicatridine (hyaluronate sodium), polygynax (neomycin sulfate, nystatin, polymyxin b sulfate), profenid (ketoprofen) and hibiscrub (chlorhexidine gluconate). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1650 days after essure insertion, she experienced appendicitis ("sudden, acute pain led her to undergo emergency surgery for suspected appendicitis"). In 2017 she experienced confluent and reticulate papillomatosis ("gougerot sjogren's generalized dryness syndrome"), dizziness ("dizziness"), headache ("headaches"), vision blurred ("blurred vision"), exhaustion ("physical exhaution") and mental fatigue ("mental exhaustion"). Essure was removed on (B)(6) 2021. On unknown date she experienced back pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), fatigue ("fatigue"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), graves' disease ("graves' hyperthyroidism"), abdominal pain lower ("abdominal pain in her lower abdomen"), arthralgia ("accaompanied by generalized muscle and joint pain"), pelvic fluid collection ("fluid was visible in douglas cul-de-sac"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes"). The patient was hospitalised for 10 days (dates unknown). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, confluent and reticulate papillomatosis, depression, device breakage, dizziness, exhaustion, fatigue, graves' disease, headache, mental fatigue, oral discomfort, pelvic fluid collection and vision blurred to be related to essure administration. The reporter commented: in (B)(6) 2022, thyroidectomy was performed. Few times later, she also experienced stroke without evident etiology. She tried non-medical alternatives such as osteopathy, acupuncture, dietary supplements, and psychological follow-up. She reported that her health condition had repercussions on her professional (job loss), social, sporting and family (divorce) life. She also experienced several depressive episodes. Expertise commission was planned on (B)(6) 2025. The patient also reported to regional health agency. The patient was declared unable to return to work and was dismissed for incapacity. Lpv comment: batch number included but was unreadable. Commission decision: no link for causal related to a probable medical accident or essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.069 kg/sqm. [Abdomen scan] on (B)(6) 2020: revealed essure residue. [Biopsy uterus] (date unknown): revealed high-grade squamous intraepithelial lesion (who classification 2019) [blood test] on (B)(6) 2015: normal [full blood count] on (B)(6) 2015: noraml [imaging procedure] (date unknown): fluid was visible in douglas cul-de-sac [magnetic resonance imaging] on (B)(6) 2022: left posterior paramedian cerebellar sequelae without other abnormalities [mammogram] on (B)(6) 2011: normal [pathology test] on (B)(6) 2022: abdominal pelvic scan was normal without particularity. Pathological report founded 4 mm papillary microcarcinoma in graves' disease. No lymph nodes were affected, and microcarcinomas of this size were considered cured by thyroidectomy; (date unknown): fragments of the tubal wall that were close to norma [skin test] on (B)(6) 2022: positive to nickel [smear test] on (B)(6) 2017: normal [spinal x-ray] on (B)(6) 2015: essure were still well positioned. [Ultrasound doppler] on (B)(6) 2022: no arterial pathology affecting the lower limbs. No notable atheroma. No asymmetry of left and right limbs. No canalicular syndrome. No radicular or spinal dysrhythmia). [Ultrasound pelvis] on (B)(6) 2018: small piece of essure of 5 mm was reportedly identified [ultrasound scan] on (B)(6) 2015: normal; on (B)(6) 2018: revealed a normal-sized thyroid gland, asymmetrical with a right-sided predominance, with heterogeneous parenchyma and hypoechoic areas and bands associated with diffuse glandular hypervascularisation, indicative of subacute thyroiditis. [X-ray] on (B)(6) 2011: revealed that essure was correctly positioned; on (B)(6) 2021: essure residue not exceeding 3 mm; (dates unknown): revealed 3 mm fragments remaining in the lower right quadrant and essure was absent. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2025: upon receipt of follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) lower back pain in the sacrum area [lumbo-sacral pain], abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant [device breakage] , burnout [burnout syndrome] , fatigue [fatigue] , hashimoto's hypothyroidism [hashimoto's thyroiditis] , graves' hyperthyroidism [graves' disease] , gougerot sjogren's generalized dryness syndrome [gougerot-carteaud syndrome] , abdominal pain in her lower abdomen [abdominal pain lower] , accaompanied by generalized muscle and joint pain [arthromyalgia] , sudden, acute pain led her to undergo emergency surgery for suspected appendicitis [appendicitis] , fluid was visible in douglas cul-de-sac [douglas' pouch effusion] , dizziness [dizziness] , headaches [headache] , blurred vision [blurred vision] , physical exhaution [exhaustion] , mental exhaustion [mental exhaustion] , allergy to metals (nickel) was detected [nickel allergy] , entire mouth (gums, tongue) was burning [burning mouth] , depressive episodes [recurrent depressive disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain in the sacrum area"), device breakage ("abdominal x-ray revealed 3 mm fragments remaining in the lower right quadrant") and burnout syndrome ("burnout") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (9 and 7 years old, in 2011).). Concurrent conditions were listed as balance disorder, ataxia, ischemic stroke, memory disturbance, difficulty breathing, gougerot-mulock-houwer syndrome, depressive syndrome, burning tongue, headache, tinnitus, concentration impairment, urinary incontinence, fecal incontinence, dyspareunia, bloating, constipation chronic, balance disorder, anxiety, tremor, tinnitus, sleep disturbance, weight loss, palpitations, abdominal pain, post procedural pain, paratubal cyst, menstruation frequent, drowsiness, vertigo and vaginal yeast infection. Concomitant products included levothyrox (levothyroxine sodium) for hypothyroidism, paracetamol, mopral (omeprazole), seroplex (escitalopram oxalate), levothyrox (levothyroxine sodium), cicatridine (hyaluronate sodium), polygynax (neomycin sulfate, nystatin, polymyxin b sulfate), profenid (ketoprofen) and hibiscrub (chlorhexidine gluconate). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1650 days after essure insertion, she experienced appendicitis ("sudden, acute pain led her to undergo emergency surgery for suspected appendicitis"). In 2017 she experienced confluent and reticulate papillomatosis ("gougerot sjogren's generalized dryness syndrome"), dizziness ("dizziness"), headache ("headaches"), vision blurred ("blurred vision"), exhaustion ("physical exhaution") and mental fatigue ("mental exhaustion"). Essure was removed on (B)(6) 2021. On unknown date she experienced back pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), burnout syndrome (seriousness criterion hospitalisation), fatigue ("fatigue"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), graves' disease ("graves' hyperthyroidism"), abdominal pain lower ("abdominal pain in her lower abdomen"), arthralgia ("accaompanied by generalized muscle and joint pain"), pelvic fluid collection ("fluid was visible in douglas cul-de-sac"), allergy to metals ("allergy to metals (nickel) was detected"), oral discomfort ("entire mouth (gums, tongue) was burning") and depression ("depressive episodes"). The patient was hospitalised for 10 days (dates unknown). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, allergy to metals, appendicitis, arthralgia, autoimmune thyroiditis, back pain, burnout syndrome, confluent and reticulate papillomatosis, depression, device breakage, dizziness, exhaustion, fatigue, graves' disease, headache, mental fatigue, oral discomfort, pelvic fluid collection and vision blurred to be related to essure administration. The reporter commented: in (B)(6) 2022, thyroidectomy was performed. Few time later, she also experienced stroke without evident etiology. She tried non-medical alternatives such as osteopathy, acupuncture, dietary supplements, and psychological follow-up. She reported that her health condition had repercussions on her professional (job loss), social, sporting and family (divorce) life. She also experienced several depressive episodes. Expertise commission was planned on (B)(6) 2025. The patient also reported to regional health agency. The patient was declared unable to return to work and was dismissed for incapacity. Lpv comment: batch number included but was unreadable. Commission decision: no link for causal related to a probable medical accident or essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.069 kg/sqm. [Abdomen scan] on (B)(6) 2020: revealed essure residue. [Biopsy uterus] (date unknown): revealed high-grade squamous intraepithelial lesion (who classification 2019) [blood test] on (B)(6) 2015: normal [full blood count] on (B)(6) 2015: noraml [imaging procedure] (date unknown): fluid was visible in douglas cul-de-sac [magnetic resonance imaging] on (B)(6) 2022: left posterior paramedian cerebellar sequelae without other abnormalities [mammogram] on (B)(6) 2011: normal [pathology test] on (B)(6) 2022: abdominal pelvic scan was normal without particularity. Pathological report founded 4 mm papillary microcarcinoma in graves' disease. No lymph nodes were affected, and microcarcinomas of this size were considered cured by thyroidectomy; (date unknown): fragments of the tubal wall that were close to norma [skin test] on (B)(6) 2022: positive to nickel [smear test] on (B)(6) 2017: normal [spinal x-ray] on (B)(6) 2015: essure were still well positioned. [Ultrasound doppler] on (B)(6) 2022: no arterial pathology affecting the lower limbs. No notable atheroma. No asymmetry of left and right limbs. No canalicular syndrome. No radicular or spinal dysrhythmia). [Ultrasound pelvis] on (B)(6) 2018: small piece of essure of 5 mm was reportedly identified [ultrasound scan] on (B)(6) 2015: normal; on (B)(6) 2018: revealed a normal-sized thyroid gland, asymmetrical with a right-sided predominance, with heterogeneous parenchyma and hypoechoic areas and bands associated with diffuse glandular hypervascularisation, indicative of subacute thyroiditis [x-ray] on (B)(6) 2011: revealed that essure was correctly positioned; on (B)(6) 2021: essure residue not exceeding 3 mm; (dates unknown): revealed 3 mm fragments remaining in the lower right quadrant and essure was absent. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-oct-2025: medical record received. Medical history & lab data updated. Concomitant drugs were added. 30-sep-2025: medical record received. Medical history & lab data updated. Concomitant drugs were added. Patient details updated. 02-oct-2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.